Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy due to an atrial driven event. The device delivered one electric shock and three bursts of anti-tachycardia pacing (atp). Additionally, it was noted that once atp was delivered, the rhythm accelerated into a ventricular tachycardia (vt). Subsequently, an electric shock was delivered and converted the rhythm. No additional adverse patient effects were reported. This device remains in service.